Event description:
It was reported that the tip of the instrument was broken off during surgery. The broken off piece was retrieved. No patient complication was reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.